Event description:
The patient was not sure if the infusion set tubing and cannula were from the same lot. The patient reported headset lot 1279987 and tubing lot 1278266.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the transfer set had detached from the cannula of the infusion set, which resulted in hyperglycemia with blood glucose values of 354 mg/dl and 468 mg/dl.